Event description:
The customer reported that when an alarm activated on the ventilator the remote nurse call did not alarm. The ventilator was in use, and the customer reported there was no pt harm. The respironics service technician confirmed that the ventilator alarmed appropriately during an alarm condition. The service technician verified that there was no visual or audible remote nurse call alarm when the ventilator alarmed. The service technician replaced the main pcb board to correct the problem. Performance verification and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications. Factory failure analysis of the main board found a broken solder connection creating intermittent contact.